Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the inner mechanism broke out of the holder of the drill. The root cause is wear out. The date code a0105 indicates the instrument was manufactured in january of 2005 and is over (B)(4) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The part of the socket of the device broke while the surgeon was tapping the acetabulum for a screw with the reported device. Although he removed the visible pieces and conducted lavage, there was possibility that the tiny broken pieces might be left in the patient. It was reported that no broken piece was found by the x-rays taken after the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.